Manufacturer narrative:
1. Complaint description/attachment review: the alleged false negative result occurred on fhc-102 product. Customer using the hcg cassette (25 miu/l). A urine was preformed and reported as negative however subsequent serum hcg provided a level of >10,000 miu/l." 2. Labeling review: the information from customer subsequent serum hcg provided a level of >10,000 miu/l (10 miu/ml). According to instructions: clearview¿ hcg cassette (25 miu/ml) detects hcg at a concentration of 25 miu/ml or greater. 3. Manufacturing record review: the batch record of 0000996239 (manufacturing date yyyy-mm-dd: 2025-04-22) was reviewed. The quality control release data met release specification; no deviation was observed in the finished product, semi-finished strip as well the strip components manufacturing process. UDI: (B)(4). Lot: 0000996239. Expiration date: 2027-04-21. 4. Retained testing: historical similar complaint investigation of lot 0000996239 (case no. (B)(4)) data as reference: performed visual inspection for packaging and product of retain product lot 0000996239. 10 retain products was intact. The retained product lot 0000996239 was tested with following materials: 25 miu/ml hcg urine in 5 replicates, read results at 3 minutes. 201.0 iu/ml hcg urine in 5 replicates, read results at 3 minutes. The testing results indicated that all devices yielded correct positive result on qc cut-off standard and high hcg clinical urine sample, and the product met qc release specification. False negative results were not observed. 5. Product risk review: the fhc-102t risk management report (rmr1033, version ab) was reviewed and false negative results has been assessed; no new hazard was identified. This is anticipated and the severity is within the risk profile of the device. 6. Complaint trend analysis: a review of complaint history indicated that two false negative issue complaint for complained lot 0000996239 has been logged as of 02mar 2026. The most recent monthly trending report (dec 2025) was reviewed on hcg, no adverse trend was identified. 7. Review of other product data sources: product sources relevant to this investigation have been evaluated. The device was involved in the reported event as described by the complainant. The device was used for diagnostic purposes and the user reported the device generated a false negative . No death or injury reported in the complaint the event is related to product result, the reported issue was not replicated during investigation, and therefore no product deficiency was identified by the investigation. The complaint is tracked and trended on a monthly basis.

Event description:
On (B)(6) 2026: the customer emailed technical support (ts) to informed the possibility of antigen excess when using the hcg cassette (25 miu/l). (B)(4) intake email and troubleshooting". Customer allegation: the possibility of antigen excess when using the hcg cassette (25 miu/l). A urine was preformed and reported as negative however subsequent serum hcg see patient tab (B)(6) for information. What is the possibility of the effects of antigen excess (hook/prozone effect) on this assay (lfa) and can it be excluded? Description of impact on patients/users or other individuals (if any): see patient tab (B)(6) for information. Product name: alere hcg cassette (25 miu/ml). Product code: cv506788c. Product serial # or lot number: 000996239. Number of units/devices affected: 1.